Event description:
It was reported via phone call that the customer was hospitalized due to blood glucose levels, high blood pressure, and irregular heart beat. Customer had blood glucose levels of 500mg/dl. Treated with manual injections. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.